Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the collimator was found to be stuck. After manually loosening the collimator and calibration, the system was able to power on. The imaging system then passed the system checkout and was found to be fully functional. A replacement collimator was shipped to the site, however confirmation of replacement has not been provided.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on. It was noted that the collimators on the imaging system were stuck. There was no patient present when this issue was identified. No additional information was provided.